Manufacturer narrative:
The leads were not returned to saluda. The x-rays provided confirmed lead migration. The root cause of the lead migration could not be definitively determined. The evoke scs system surgical guide details potential risks associated with surgery and spinal cord stimulation including lead migration or suboptimal placement, which may result in undesirable stimulation changes and the patient may require surgery (including revision, explant, and replacement) as a result. Both leads are same lot.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for inadequate pain relief. Lead migration was confirmed via x-ray imaging. Reprogramming was unable to restore adequate therapy. A revision procedure was performed and the leads were replaced to restore therapy. It was noted that non-saluda anchors were used to secure the migrated leads.